Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar lead impedance warning. It was also reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.